Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. Unique device identifier (UDI) (B)(4). The test strips were returned for investigation and tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The returned and the retention material meet the specification. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received a report of a questionable result on a coaguchek inrange meter serial number (B)(4), compared to a laboratory result utilizing an unknown analyzer and reagent. The laboratory was 2.4 inr at 7:10 am. The meter result was 3.3 inr at 7:19 am. The patient's therapeutic range was 2.5 - 3.5 inr and the prescribed frequency of testing was every 2 weeks.